Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-45 lead, (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient experienced dizziness and a headache after their device was interrogated due to the right atrial (ra) lead exhibited oversensing, a fracture and high impedance. It was also reported that the right ventricular (rv) lead exhibited high thresholds. It was noted that the rv lead displayed intermittent oversensing and inhibited pacing at times during the device interrogation in the clinic. The ra lead was turned off, the rv lead was reprogrammed and the patient will have a new device system implanted on the opposite side of the chest. No further patient complications have been reported as a result of this event.